Manufacturer narrative:
(B)(4)

Event description:
It was reported that the flexible drill bit broke when it came into contact with the bone. A backup device was available to complete the procedure without any patient impact.

Manufacturer narrative:
Device investigation narrative examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).